Event description:
It was reported that, after opening the product and inspecting the foley catheter, it was found foreign matter adhered to the catheter shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed- cause unknown. The product had caused the reported failure. Based on the evaluation, it was observed that there was a foreign material adhered to the catheter shaft. The loose foreign material can be peeled off and not embedded. However, the exact cause of how and when problem occurred could not be determined. A potential root cause for this failure could be due to unclean tank with dirt residue will cause contamination at product and result in dirt defect which can resulting on foreign materials. A review of the device labeling has been conducted for investigation purposes and was found adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, after opening the product and inspecting the foley catheter, it was found foreign matter adhered to the catheter shaft.

Manufacturer narrative:
The reported event was confirmed- cause unknown. The product had caused the reported failure. Based on the evaluation, it was observed that there was a foreign material adhered to the catheter shaft. The loose foreign material can be peeled off and not embedded. However, the exact cause of how and when problem occurred could not be determined. A potential root cause for this failure could be due to unclean tank with dirt residue will cause contamination at product and result in dirt defect which can resulting on foreign materials. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, after opening the product and inspecting the foley catheter, it was found foreign matter adhered to the catheter shaft.